Manufacturer narrative:
Approximate age of the device - 5 years and 10 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to persistent low flow alarms between 1.7 - 2.4 lpm. It was reported that the patient was found to have leukocytosis. Initially, there was a concern for bacteremia given the patient's history of previously unreported driveline infection. After a fluid bolus was given, the patient started complaining of shortness of breath and developed signs and symptoms of heart failure including acute kidney injury, low central venous gas, and increasing lactate levels. The patient was started on dobutamine and milrinone and also required diuresis. The patient's system controller log file was submitted to the manufacturer's technical services representative for analysis due to a concern for possible inflow conduit obstruction. Constant low flow alarms were recorded throughout the entire submitted log file. No other unusual pump parameters were recorded. An echocardiogram ramp study performed revealed no changes in estimated pump flow values despite increasing pump speed. X-ray and CT angiography of the chest did not show any obstruction around the lvad. Upon admission, the patient's blood cultures were positive for staphylococcus epidermidis. The patient was treated with antibiotics (vancomycin) for infection and optimized for possible pump exchange. It was reported that a pump exchange would be performed once the bacteremia cleared; however, the infectious disease (ID) service was consulted and recommended it was not necessary to wait for clearing of the bacteremia. A pump exchange was performed on (B)(6) 2016. While in the operating room, an infected driveline pocket was found and there was obstruction in the outflow graft from white clot thrombus which tested positive for staphylococcus epidermidis and viridans streptococcus. It was reported that the patient was recovering very well post pump exchange. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months.

Manufacturer narrative:
Device available for evaluation?: additional information. The explanted device was not returned for evaluation; however, the presence of deposition in the outflow elbow was confirmed through a photograph provided by the user facility. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, its lack of lamination and denaturation suggests that it may have formed due to poor surface washing consistent with a low flow situation. A review of the submitted system controller log file revealed constant low flow hazard alarms. A correlation between the device and the report of pump pocket and driveline infection could not be conclusively determined. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.